Event description:
The manufacturer received information alleging kidney disease/toxicity, lung disease, reduced cardiopulmonary reserve. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to third party service center and evaluated. Evaluation result stated that no foam particles were observed. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.